Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high capture thresholds and high pacing impedances up to 1900 ohms. A lead revision procedure was performed where this lead was surgically abandoned, and a new atrial lead was successfully implanted. At the procedure, the boston scientific field representative reviewed the stored data and noted there had been an acute increase in this lead's pacing impedance the month prior to the procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.